Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be/has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that prior to injection with a 1 ml syringe of juvéderm® ultra xc, the syringe was found to have a "broken tip." No injury to the patient or injector. The needle from the package was used. Further follow-up with the healthcare professional revealed that the syringe cracked during the injection. Patient contact was made.